Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. It was also reported that the pocket was relocated to the buttocks area. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing mild tenderness at the pocket and lead sites. The patient will undergo leads and ipg replacement as well as a pocket revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing mild tenderness at the pocket and lead sites. The patient will undergo leads and ipg replacement as well as a pocket revision procedure.